Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hyperglycemic event after eating a salad and baked potato, with glucose readings above the device¿s measurable range and remaining elevated for about eight hours before returning to 144 mg/dl, with no backup therapy, ketone testing, alarms, or medical intervention reported. Symptoms included no reported clinical effects. Outcomes included no changes to activities of daily living and no medical care. Investigation included user interview and case review. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.